Event description:
It was reported that the patient is not comfortable with her implant and complains of pain and 'sounds'. She wishes to be explanted. The patient is a non-user.

Manufacturer narrative:
The device has not been explanted. It if should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.